Event description:
During a permanent implant procedure for the evoke spinal cord stimulation (scs) system, a disconnected electrode was observed. Troubleshooting was performed but the issue could not be resolved intra-operatively. The physician elected to proceed and complete the procedure. The evoke scs system was successfully programmed and provided adequate pain relief. Subsequently, the patient reported a need to undergo magnetic resonance imaging (MRI) for an unrelated condition. As a result, the evoke scs system was explanted.